Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for investigation. Visual inspection of the returned platform was performed, the load plate cover had a hole in it. The customer reported complaint was confirmed as the lifeband was immediately detached from the platform when it was pulled by hand. The belt clip retainer was noted to be broken. Autopulse 1.1 is a reusable device and was manufactured on 03/19/2009. The damage found is characteristic of normal wear and tear for the life of the device. The archive review was performed, and user advisory (ua) 2 (compression tracking error) and ua 18(max take-up revolutions exceeded) were noted around the date of event (uas noted on 03/24/2016). Ua 2 typically occurs if the patient is misaligned on the platform or the lifeband is open. Ua 18 occurs when load plate doesn't detect any load change (when no patient is present or patient is too small). Since these user advisories were not noted on the date of event, it is confirmed that they were clearable. The functional testing was performed and no error/fault code was noted. In summary customers reported complaint of lifeband detachment was confirmed. The root cause for the reported complaint is normal wear and tear with use of device.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that during device check when the lifeband was pulled up, it detached from the autopulse platform. There was no patient involvement reported.